Event description:
It is reported that the patient was not happy with results of the multifocal lens implant. The lens was explanted due to unexpected postop refractive surprise and was replaced with a monofocal lens. It was indicated that the facility did not save the lens for product evaluation. No adverse effect and no patient injury were reported.

Manufacturer narrative:
(B)(4). The lens was not saved at the facility and is therefore not available for evaluation. Manufacturing record review of the production order did not show any deviations related to this complaint. Diopter measurement records from this particular lens was verified and shown to be within specifications. Review of the manufacturing records for this lens found that the lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4).